Manufacturer narrative:
Melting of the housing occurred and was limited to adjacent to the hour counter. No further details are available surrounding the event. The manufacturer continues to request information.

Event description:
The unit was received by authorized repair center. Melting of the housing occurred and was limited to adjacent to the hour counter.